Manufacturer narrative:
(B)(4). Device evaluation: the pump was returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. The up-arrow and down-arrow keypad buttons did not activate desired pump functions during testing. There was evidence of keypad adhesive found under the key contacts.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the up arrow button was not always responding to user presses. He first noticed the issue a few weeks ago and the button unresponsiveness has become worse with time. The patient denied water exposure or trauma to the pump; he said that he carries the pump in his pants pocket, the rubber keypad is intact, and the buttons feel soft to the press. Unrelated to the keypad issue, the patient reported that the battery compartment is cracked and the battery cap will not remain secure. This complaint is being reported because of an unresponsive button that may affect insulin delivery.